Event description:
Lasik flap turned out to have a buttonhole after lifting; flap laid back without continuing; flap on second eye had tissue bridges, procedure aborted without lifting; no indications for device malfunction, previous and subsequent operation worked fine; buttonhole can be caused by corneal irregularity or scarring, or by particles trapped in eye/applanation interface; in this case difficulties with both eyes suggest patient-specific issue, although no irregularities were apparent; patient rescheduled for later retreatment.